Event description:
Device malfunction: difficulty deploying stent, stent stretched. Time of malfunction: during the procedure. Symptoms/ae: additional stent implanted within stretched stent. It was reported that during a stenting procedure in the superficial femoral artery, during stent deployment, the xpert stent initially only partially deployed; however, the stent fully deployed after the stent delivery system shaft was forcefully pulled. The stent became stretched and another xpert stent was implanted within the stretched stent. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(Use of force to deploy stent) - the device was received. Investigation is not complete.